Event description:
Complainant alleged that while defibrillating a 75-year-old male patient; after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient suffered burns. No information was available on the degree of burns.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrodes and lot information were not available for evaluation, and it is unknown whether medical treatment was required following the event. A customer-provided image confirmed skin abrasion located on the patient's back at the posterior pad placement site. The image also showed hair present in the affected area, indicating insufficient skin preparation. Improper patient prep, including failure to remove excess hair, may reduce electrode adhesion and increase the risk of skin irritation or damage during removal. The device and electrodes were not returned for evaluation. Based on the available information and instruction for use (IFU) guidance for proper skin preparation, this event is attributed to inadequate patient preparation. No trend is associated with reports of this type.